Event description:
It was reported that the device had issue with downstream occlusion seal, needs replacement and preventive maintenance. There was no patient involvement. Evaluation of the returned device identifies the crack on the downstream occlusion (dso) seal, this could interrupt the therapy.

Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A crack on downstream occlusion (dso) seal was noted. Functional testing was performed. The dso seal was found to be damaged. As a result, the dso seal was replaced.